Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, adhesions, fibrosis, necrosis, pain and mesh explant. The instructions-for-use supplied with the device list adhesions as a possible complication. Addendum: 1. This is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the DHR review results. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2005. Addendum: 2 h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the UDI no. Updated fields: b4, g3, g6, h2, h10, h11. Correct field: d4 (UDI no). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient was implanted with composix mesh on or about (B)(6) 2005 for abdominal wall hernia repair. It is alleged that on or about (B)(6) 2022, patient underwent further laparotomy surgery for "lysis of adhesions, right hemicolectomy with primary handsewn anastomosis, mid-small bowel resection with primary enteroenterostomy, right-sided ureterolysis due to retroperitoneal fibrosis, debridement of ischemic necrotic tissue and mesh removal, and the insertion of bilateral posterior rectus 'sheath epidural catheters for postoperative analgesia". It is also alleged that the suffered and will continue to suffer physical pain and mental anguish. It is alleged that the device was defective.

Event description:
Attorney alleges that the patient was implanted with composix mesh on or about (B)(6) 2005 for abdominal wall hernia repair. It is alleged that on or about (B)(6) 2022, patient underwent further laparotomy surgery for "lysis of adhesions, right hemicolectomy with primary handsewn anastomosis, mid-small bowel resection with primary enteroenterostomy, right-sided ureterolysis due to retroperitoneal fibrosis, debridement of ischemic necrotic tissue and mesh removal, and the insertion of bilateral posterior rectus 'sheath epidural catheters for postoperative analgesia". It is also alleged that the suffered and will continue to suffer physical pain and mental anguish. It is alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, adhesions, fibrosis, necrosis, pain and mesh explant. The instructions-for-use supplied with the device list adhesion as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, adhesions, fibrosis, necrosis, pain and mesh explant. The instructions-for-use supplied with the device list adhesions as a possible complication. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the DHR review results. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2005. Updated fields: b4, d4 (expiry date, UDI no.), g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient was implanted with composix mesh on or about (B)(6) 2005 for abdominal wall hernia repair. It is alleged that on or about (B)(6) 2022, patient underwent further laparotomy surgery for "lysis of adhesions, right hemicolectomy with primary handsewn anastomosis, mid-small bowel resection with primary enteroenterostomy, right-sided ureterolysis due to retroperitoneal fibrosis, debridement of ischemic necrotic tissue and mesh removal and the insertion of bilateral posterior rectus sheath epidural catheters for postoperative analgesia". It is also alleged that the patient suffered and will continue to suffer physical pain and mental anguish. It is alleged that the device was defective.